Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is gigaseptpearls and the automated endoscopic reprocessor (aer) used is etd4plus. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is thermosept ER and the aer disinfectant is thermosept ed. The storage practice is hanging the scope vertically in a simple cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no contamination was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the ceiling plate was deformed, the air water cylinder was discolored, the suction cylinder was discolored, the grip was scratched, insulation resistance was low due to a scratch on the distal end cover, the image had white dots due to damage on the charged coupled device, the distal end cover was shaved, the connecting tube was deformed, and the bending angle in the up direction was out of standard due to wear of the angle wire. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope had an air/water duct defect and the hygiene test failed. The scope tested positive for 30 colony forming units (cfus) of staphylococcus aureus. The air/water channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation was confirmed: -brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer third-party culture report confirming contamination was not provided. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU reprocessing manual describes brushing steps in "manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.